Event description:
The customer reported that the system had problems with the vertical column. No patient injury was reported.

Manufacturer narrative:
(B) (4). The ge service rep repaired the vertical column. The system operates as intended.